Event description:
It was reported the physician was performing an arthroscopic rotator cuff repair using a quantum 2 surgery sys. Intra-operative, the settings on the display screen became illegible. The physician was able to complete the procedure with this unit. No pt complications were reported as a result of this event.